Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringes luer lock tip was broken. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe luer damaged. The potential cause for the problem is a barrel jam at assembly machine, causing the damage at syringe tip. The incident identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that bd plastipak¿ syringes luer lock tip was broken. No serious injury or medical intervention was reported.